Event description:
Pt had reconstructive surgery for breast cancer. Pt developed an infection three weeks past surgery. Physician believes the sizer is the issue. Facility used to be able to sterilize facility's own and now have to purchase sterilized sizers. That is the only difference facility is doing. There has been another pt with the same problem since this one. Pt developed redness along the inframammary fold.